Event description:
A cook micropuncture set was being used to place a triple lumen central line via right internal jugular (ij). The needle was placed, blood return obtained, guide wire inserted. When the guide wire was removed the outer wrapping frayed off the inner wire. The metal wrapping extended in a long line of wire coming out of the patient. The providers were not sure if there was any retained wire in the patient so they sent the patient for a CT to rule it out.